Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation; the device was put through extensive testing without duplicating the reported event. The customer's report was observed in the clinical data file which demonstrated the device operated as it was designed within the limitations of the technology available. This investigation was closed as device meets specification. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat an (B)(6) female patient, the device gave a "no shock advised" prompt for a rhythm clinicians believed was shockable. Complainant indicated that the device proceeded to prompt for CPR until emergency responders arrived. Complainant indicated that the patient subsequently expired.